Event description:
The customer reported that their device powered itself off. The customer also reported that the device had multiple event codes logged in the service history. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): the device was not evaluated by physio-control. A third party agent evaluated the device and verified the reported failure. Then the third party agent replaced the system and user interface pcb, updated the device to the latest sofware version and calibrated it. After observing proper device operation though functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
The third party service agent sent the removed system controller and user interface pcb assemblies to the failure analysis center at physio-control for further evaluation. The reported power failure and event codes could not be reproduced during testing. The cause of the reported failure could not be determined.